Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for plunger rod difficult to move due to unknown lot number. Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the stopper did not move smoothly. The returned syringe was examined and exhibited a bent cannula, which will be investigated under investigation child record (B)(4). The returned syringe was tested and was able to draw and expel properly without any defects observed on the plunger or stopper. Unable to perform complaint lot history check for plunger rod difficult to move due to unknown lot number based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause is user related. The cannula bent during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp had difficult plunger movement during use. The following was reported by the initial reporter: "the customer reported as follows: the stopper did not move smoothly."